Event description:
It was reported that screws broke off and metaglene with glenosphere detached. Surgeon removed broken bits and implanted competitor custom baseplate and humeral head with replacement depuy humeral cup poly. Broken pieces were retrieved and to be sent in. It original implant date is unknown. Patient came from somewhere in illinois. There was loosening reported at the bone to implant interface. Doi: unknown. Dor: (B)(6) 2022. Affected side: right shoulder.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this complaint was received for examination. Visual examination found the device heavily worn down from the concave surface. No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.